Event description:
It was reported, the patient's entire device was removed in 2007 due to a staph infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777 lot# n0029830, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type lead product ID, 3777 lot# n0029830, implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2007 (B)(6), product type programmer, patient. (B)(4).